Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. It was reported by the rep that the surgeon experienced two 512sd trocars with torn outer seals. One occurred in the first ten minutes of the case and the other was mid way through the case. One trocar was replaced and the second trocar was fixed by using a 1 seal. The case was completed uneventfully. The o.r. Time was extended approximately twenty to forty minutes.